Manufacturer narrative:
The device was not returned for analysis. An event of migration, device malposition, improper or incorrect procedure or method, and off-label use was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott training manager. Based on all available information, the reported migration and device malposition appear to be related to the off-label use (device used for valve-in-valve procedure). The reported off-label use is related to the device being used for a valve-in-valve procedure. The reported improper or incorrect procedure or method is related to the user re-sheathing the device more than two times. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. It should be noted that the navitor¿ transcatheter aortic valve implantation system instructions for use (IFU) states, "do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance." Additionally, the IFU states, "the navitor¿/navitor titan¿ valve is indicated for patients with symptomatic severe native aortic stenosis who are considered high or extreme risk for surgical aortic valve replacement (avr)." In this case, the device was re-sheathed more than 2 times. Additionally, the device was selected for a valve-in-valve procedure. It was noted that the physician was aware of the warning against re-sheathing the device more than twice. However, the decision to use the device for a valve-in-valve procedure appears to have caused or contributed to the reported migration and device malposition. Therefore, a letter will be sent to address the deviation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on 05 february 2025 using a large flexnav delivery system for a valve-in-valve implant. The original bioprosthetic valve was implanted approximately 20 years ago. The original valve's manufacturer and size was unknown. The patient's native valve was measured under the following: 23.4mm annulus diameter, 425.7mm^2 area, 73.6mm perimeter, and a left ventricular outflow tract (lvot) of 26.4mm. During the procedure the navitor vision valve was partially re-sheathed three times. The patient's aortic angle was 55 degrees. The initial deployment was too deep and the second attempt was too high. The starting implant depth was 1mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The valve was implanted. The final implant depth was 0-1mm from the ncc. Post-implant the valve migrated too high. The patient's gradient was also 40mmhg. The decision was made to post-dilate the valve with a 22mm non-abbott balloon. After post-dilation the valve migrated towards the ascending aorta. A new 23mm non-abbott valve was implanted valve-in-valve. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. The patient did not present with any clinical signs or symptoms. Per the physician, the valve was too large in size for the previously implanted surgical valve and caused it to migrate. The patient status was stable.